Manufacturer narrative:
The investigation of the reported failure mode has been completed. Hematoma : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Stroke: CT scan scan showed small cva. The root cause of the injury was unable to be determined due to insufficient clinical details. Additional information was received and h6 codes updated.

Event description:
Additional information received the patient developed aphasia and slurred speech yesterday. A computed tomography scan demonstrated a small cerebrovascular accident, or stroke. The patient was therapeutic on anticoagulation at the time of the event. Per staff, there were no issues or alarms with the pump at the time of the neurological status changes.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During the support the patient experienced hematoma for which heparin was put on hold. Patient is still on device support awaiting heart and kidney transplant.

Manufacturer narrative:
D6b explant date provided.

Manufacturer narrative:
Updated information was provided in b5 (event description). Upon review, it was identified that additional information have been added to this report. Corrected information was provided in d4 (catalog). Upon review, it was identified that the section d catalog number has now been provided. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
The complainant reported additional information: heparin on hold due to hematoma.